Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that when the customer opened the package of the bd plastipack 5ml syringe there was found to be liquid in the lumen near the plunger. There was no report of injury or medical intervention.

Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. During the batch production there were no records of occurrences that could be related to this defect and no issues were identified. In this way according to the description sent this may be related to the visible silicone, a defect whose potential causes would be related to the siliconizing nozzle. However without sample of the defect it is not possible affirm the root cause for complaint. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.